Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system would not fluoro when the button was pressed. No patient injury was reported.